Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a insulin flow block alarm. The customer's blood glucose level was 182 mg/dl. Troubleshooting was performed and the issue was not resolved. The customer reported that they have tried all remedies. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed all functional tests including displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, and self tests. No unexpected drive count or time values or changes incorrect for moving or coasting. Too slow or too fast, insulin flow blocked alarms or prime anomalies were noted during testing.